Manufacturer narrative:
On 12/21/23 a ch3034 and ch14 were returned for evaluation for customer reported problem of leak on the ch3034. Both devices were pressure leak tested and leakage was observed coming from the connection between the male luer of the ch3034 spiros and the female luer of the clave of the ch14 assembly. The two components were disconnected and the silicone seal of the clave of the ch14 bag spike was found to be stuck down and damaged with seal tearing. The ch3034 was pressure leak tested stand alone and there was no leakage observed. The returned ch14 bag spike was returned with seal tearing and seal stick down confirmed that resulted in leakage at the connection to the ch3034 bag spike adapter. The ch3034 bag spike adapter was functionally leak tested and measured for product performance and compliance. There ch3034 bag spike adapter met design and performance expectations. The probable cause of the clave seal tearing on the ch14 bag spike cannot be determined. No ch-14 DHR lot review was conducted because no lot number(s) was/were identified. Additional contact information: (B)(4).

Event description:
The event involved a chemoclave® vented bag spike where the customer reported a leak occurred during patient use. The customer had initially reported a leak against a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap however, the customer also returned the ch-14 as a mating device. During inspection of the returned units, it was noted that their was some damage that resulted in leakage but the leakage came from the chemoclave vented bag spike. The solution at the time of the event was normal saline. There was patient involvement, no adverse event/patient harm, no healthcare provider harm and no delay in critical therapy.